Manufacturer narrative:
Sc-2108-50m sn: (B)(6). The returned linear leads were analyzed, and both leads had crushed contact number 8 suggesting that the leads were not fully inserted when the ipg setscrews were tightened/locked down. The deformed contact number 8 resulted in the inability to remove the lead proximal arrays from the ipg (implantable pulse generator) header. With all the available information, boston scientific concludes that the reported allegation of high impedances and the inability to remove the leads from the ipg header had been confirmed. The leads not being fully inserted resulted in the lead contacts misalignment with the ipg spring contacts, causing the reported high impedances. The crushed lead contacts resulted in the inability to remove the leads from the ipg ports.

Event description:
It was reported that the patients pocket was opened during a procedure (MFR. Report number: 3006630150-2020-04829) and the physician found that the leads had degraded over time. When the physician plugged the leads into the ipg ports, the leads exhibited high impedances. The physician attempted to remove the tails, however, unable to back them out and ended up cutting the tails. The patients incision was closed with no ipg and damaged leads still inside the patients body. Additional information was received that the patients leads were explanted and were returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2108-50m, serial: (B)(4), batch: 11858.

Event description:
It was reported that the patients pocket was opened during a procedure (MFR. Report number: 3006630150-2020-04829) and the physician found that the leads had degraded over time. When the physician plugged the leads into the ipg ports, the leads exhibited high impedances. The physician attempted to remove the tails, however, unable to back them out and ended up cutting the tails. The patient's incision was closed with no ipg and damaged leads still inside the patient's body.